Manufacturer narrative:
Other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the manufacturer representative met with the patient on 2018-may-21 for a post-op visit and noticed some notes regarding the implant procedure on (B)(6) 2018. It was reported that during the replacement procedure on (B)(6) 2018, contacts 8 ¿ 15 were ¿out.¿ it was noted that if the manufacturer representative was unable to program the patient at the post-op visit, a replacement would have to be considered for the affected extension. During the post-op appointment on (B)(6) 2018, an impedance check showed that contacts #8, 9, 10, 14, 15 had impedances of over 40,000 ohms. The manufacturer representative was able to program a1 using contacts #5, 6, 11, 12 to cover the low back pain and program a2 using contacts #6, 7, 11, 12, 13. The patient stated that the stimulation was covering all areas of pain and the patient was satisfied with the results of the day¿s visit. No symptoms or complications were reported.